Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v514033, implanted: (B)(6) 2010, product type: lead. Product ID: 37092, product type: accessory. (B)(4).

Event description:
It was reported that reporter was not being able to make adjustment both with or without antenna attached. It was noted that programmer won't do telemetry with or without antenna. The patient had trouble making connection and could not connect with implantable device using their programmer since a day prior this call. It was noted that patient started to take a long time and was having trouble urinating since a couple of days prior to this call. The patient also reported loss of therapeutic relief couple days prior to this call. The patient tried to increase stimulation but could not. The patient status was reported as unknown. Additional information reported a broken external antenna and damaged. No medical or therapy problem was reported and no out of box failure was reported regarding external antenna. The reporter believes there might be something wrong with programmer antenna as well. Reporter would like a new antenna sent and if that does not resolve issue then they will follow up with hcp. It was reported that patient received a replacement programmer from repair, but it did not resolve poor communication issue. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.